Event description:
Procedure performed: ovariectomy. Event description: for an ovariectomy procedure, the applicator was faulty. This problem has already been reported to the laboratory. The clips would not come out of the forceps, only one time out of 3 or 4. The clip had to be replaced. The customer has taken a new device. Additional information received from company rep. Via email on 20dec24: the trigger can be operated normally. The problem first observed when loading 1st clip, then on subsequent clips does not load normally. It happened all the way through the clip reel. This has happened 20 times. 1 of 2 clip was correctly inserted into the jaws. Pressure applied to the trigger when moving through the trocar. No clip loaded into the jaws before insertion/removal through the trocar. Additional information received from company rep. Via email on 27dec24: it was necessary to operate the clip clamp 3 to 4 times for a clip to load correctly. The reported incident concerns only one clip. When the customer mentions 20 times, it means that the surgeon has used all 20 possibilities of the clip. Additional information received from company rep. Via email on 06jan25: clip did come out on the first attempt. The clip could be released on the 1st attempt with a single actuation, but then it was necessary to press several times before the other clips were released. Intervention: the customer has taken a new device. Patient status: ras (nothing to report).

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ovariectomy. Event description: for an ovariectomy procedure, the applicator was faulty. This problem has already been reported to the laboratory. The clips would not come out of the forceps, only one time out of 3 or 4. The clip had to be replaced. The customer has taken a new device. Additional information received from company rep. Via email on 20dec24: the trigger can be operated normally. The problem first observed when loading 1st clip, then on subsequent clips does not load normally. It happened all the way through the clip reel. This has happened 20 times. 1 of 2 clip was correctly inserted into the jaws. Pressure applied to the trigger when moving through the trocar. No clip loaded into the jaws before insertion/removal through the trocar. Additional information received from company rep. Via email on 27dec24: it was necessary to operate the clip clamp 3 to 4 times for a clip to load correctly. The reported incident concerns only one clip. When the customer mentions 20 times, it means that the surgeon has used all 20 possibilities of the clip. Additional information received from company rep. Via email on 06jan25: clip did come out on the first attempt. The clip could be released on the 1st attempt with a single actuation, but then it was necessary to press several times before the other clips were released. Intervention: the customer has taken a new device. Patient status: ras (nothing to report).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed during functional testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.